Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when the slide clamp was out of position. It was reported that the device will continue to deliver fluid through the pump even when the slide clamp is outside the pump. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.